Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was 60-cycle noise on the right atrial lead. The physician reviewed the electrocardiogram and felt it was a patient activity issue. No programming or intervention was performed, and the lead is still in use. No patient complications have been reported as a result of this event.